Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was to be implanted with an impella rp device for mechanical circulatory support. During initial insertion under fluoro, the team identified a compromised impella intro sheath. Recommendation by local support was to remove the intro sheath. Intro sheath inspected outside of the patient¿s body and tear was identified on outer sheath. Sheath was not used.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported introducer damage -mechanical has been completed since the original report was filed. Product was not returned for review. The root cause of the introducer damage was unable to be determined as limited clinical details were provided and no product was returned for review.